Event description:
The hcp reported that in 2003, the pt presented with lack of drug effect. "After numerous studies, found nothing worng with cath or pump. The alarm was going off at different dates and times." The device system was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.